Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, with a documented blood glucose of 70 mg/dl; the event was handled per standard hypoglycemia guidance and categorized as cause unclear. Symptoms included feeling foggy with cognitive slowing consistent with neuroglycopenic effects of low glucose. Outcomes included self-treatment with oral glucose tablets and no further medical escalation. Investigation included complaint intake review and troubleshooting with education on acute low glucose management. Investigation of this case revealed no device malfunction reported or identified, and no device component issue was indicated. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.